Event description:
The customer indicated that they were able to initiate the function of the mts centrifuge while the drawer was open. No direct injury occurred as a result of this incident. However, if an incident of this nature were to recur, the potential for injury for the user does exist.

Manufacturer narrative:
The customer indicated that the rotor of the centrifuge was able to spin while the centrifuge drawer was open. A possible root cause was determined. The centrifuge drawer lock was not functioning properly and the customer initiated the rotor while the centrifuge drawer was open. Product labeling instructs the customer to never initiate the rotor while the drawer was open. No injury was reported as a result of this incident. The cause of the malfunctioning latch is unk.